Event description:
It was reported that femoral trial was very loose after cut by 4 in 1 femoral cutting guide. The trial came off from the bone when the trial and peg drill. It could be taken off without tool. Additional information was added on december 4, 2014: femoral component was also loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot conclusion: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that femoral trial was very loose after cut by 4 in 1 femoral cutting guide. The trial came off from the bone when the trial and pegdrill. It could be taken off without tool. Additional information was added on december 4, 2014: femoral component was also loose.